Event description:
On (B)(6) 2011, f/u the physician observed that during real time test the orchestra displayed vs and vp marker whereas the device was programmed in aal; in addition, although the programmer screen showed programming in aal mode, the printout showed vvi mode. The physician requested an explanation about the reported behavior.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.